Manufacturer narrative:
Patient did not stop charging, the charger stopped working. The ipg was explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg would not communicate with external devices, deeming the ipg inoperable. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted and replaced, resolving the issue.